Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion and declared elective replacement indicator (eri) after recording two charges times outside the extended charge time limit for the device. The patient was seen for a device change out procedure where the device was explanted and replaced. There were no adverse patient effects reported. The device remains in hospital possession; it is unknown if the device will be returned.

Event description:
The device has been returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.